Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) and implantable pacing lead were successfully explanted. While attempting to remove the right ventricular (rv) defibrillation lead, the superior vena cava (svc) was torn/perforated and resulted in tamponade. The patient was treated with emergent cardiac surgery. No further patient complications have been reported as a result of this event.